Event description:
It was reported the patient received the following results within 15 minutes: 287 mg/dl and 109 mg/dl on (B)(6) 2024. On (B)(6) 2024, the patient received the following results within 15 minutes: hi (= higher than 601 mg/dl) and 111 mg/dl on (B)(6) 2024, the patient received the following results within 15 minutes: 471 mg/dl, 208 mg/dl and 99 mg/dl on (B)(6) 2024.